Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient returned to surgery a week post gastric bypass for a leak. When the patient was opened, it was described that the staple line failed leading to dehiscence. The issue was repaired by a subsequent staple firing. Tissue was resected by subsequent line to close the enterotomy. No other adverse events were reported.